Event description:
Complaint received reporting leakage issues with use of 46104-07, monitoring kit w/tp4, 30ml squeeze flush and needleless valves. It was reported that "...kit "spraying" out of luer activated valve (marvelous valve). Nicu and cticu have encountered kits that have leaked/spayed. ...a nurse did get sprayed w/fluid". Facility had limited event info as events/issues were informally communicated during staff education and training sessions. There were no reported adverse pt or operator injuries and or adverse consequences. Device return: one used 46104-07 mtg kit and pne pkgd same lot sample were returned. Engineering testing and analysis: the returned mtg kits were tested to the applicable specs. The results recorded both mtg kit devices/components met the performance specs. There were no leakages and or out of spec conditions. Add'l testing was performed where the mtg kits luer activated valves were repeatedly activated (15 + times) and than pressure tested. The results recorded no failures, leakages and or performance issues.

Manufacturer narrative:
MFR investigation and analysis: although not always repeatable, previous analysis of luer activated valve (lav) components have shown component damages/leakage conditions can potentially occur under certain usage conditions which include over pressurizing the valve and if the valve component is activated with a long luer or a luer with sharp edges at an angled entry. For optimal performance it is recommended to use connector devices that comply with iso 594-1 std. And techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve. Techniques should ensure that the central axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle. Findings: engineering testing and analysis of the returned devices recorded no performance issues and or out of spec conditions. Both the used and unused same lot sample met product specs. Although the exact cause(s) of the event/product issue are unk, previous investigations have identified usage conditions that can contribute to the reported component issue. This report and the associated investigation findings have been entered in the complaint database for continuous monitoring and trending.